Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f guidezilla 2 guide extension catheter. The tip, distal shaft, collar, hypotube and hub were microscopically and visually inspected. Inspection revealed a partial separation at the collar, collar damage, a kink in the hypotube that was located 3mm from collar, with numerous kinks in the distal shaft. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 06-feb-2019. A 6f guidezilla ii guide extension catheter was received with no reported issues. However, device analysis revealed a partial separation at the collar.